Manufacturer narrative:
(B)(4). Batch # u5ca1j. Additional information was requested, and the following was obtained: what were the indications for surgery?fully consistent with the surgical indications. What surgical procedure was performed?lar. Did the patient receive any preoperative chemotherapy or radiation?-yes. Were there any issues experienced with the device in the initial surgical procedure? After fired,no stapler was found. What healthcare professional fired the device and what is his/her experience with the device?the healthcare professional is very experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?low -b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?yes. When was the safety removed?during firing. What purse string technique was used? Unk. Can you please explain the multiple sutures that were attached to the specimen in the photo that was provided? --after the failure of endoscopic surgery,turn to the open surgery,serving rectal stump and use suture to pull the tissue to ensure the closure of the remaining rectal stump by arc cutting. Can the tissue sample from the photo be returned? No. Was the device difficult to close?-no. Was the device difficult to fire?-no. Did the healthcare professional receive audible & tactile feedback when firing the device?-yes. Were the donuts inspected? Yes. Was a complete transection of the white breakaway washer visually confirmed?-yes,washer was cut off. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. According to customer¿s feedback, no stapler was found. What is the current status of the patient?-the patient is in stable condition and is still under observation. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows a piece of tissue inside of a plastic bag. The second photo shows a device from anvil area and the causing half washer was observed. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. This report is not intended to deny that you experienced a problem with the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the dixion surgery, after fired, noted that the tissue was cut and there was no staples deployed on the tissue, the surgeon waited for 15s for tissue compression and distinct audible and tactile feedback during firing, also carefully checked the tissue with endoscope and there was no staples, the washer was completely cut. Then the procedure was changed to open surgery, the rectal stump was re-dissected, and the bowel was closed with a domestic curved cutting stapler, then used a new cdh29a to complete surgery. The surgery delayed around two hours, the patient's condition is currently stable. In addition, after fired, the intestinal canal was completely detached without any staples, the surgeon and assistant looked for any loose or residual staples and found nothing; the device was removed from the table, both the device nurse and the head nurse looked at the device carefully and did not find any staples; some drivers were pushed out and there were no residual staples. No other additional information can be provided.